Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information provided by the customer. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ there was no image due to the protector boot being damaged. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited no image. The issue was observed prior to a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited no image. The issue was observed prior to a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.